Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right posterior tibial artery. This 1.5mmx20mmx143cm coyote es mr balloon ruptured at 6atm upon the 3rd inflation. No information is available regarding the first two inflations the procedure was continued with another coyote es mr balloon catheter. No patient complications were reported and the patient's status is good.